Manufacturer narrative:
(B)(4). As noted in the event description, it is unknown when the issue originally occurred. However, the defect was discovered on (B)(6) 2015. Device was not implanted or explanted. Additional manufacturing dates for this device include: february 14, 2014 and march 24, 2014. Manufacturing investigation evaluation: a visual inspection captured the damaged cable. No original packaging was returned with the product except a poly bag. A device history record (DHR) review has been conducted and confirmed that the device met specification prior to shipping. The cable is frayed and was received cut in two (2) separate sections. A root cause could not be established with the information obtained. There is evidence showing that the device was used, which contradicts the original complaint. Further root cause analysis will not be performed at this time. No manufacturing related issues were identified and/or confirmed during the evaluation. Device history review (DHR): (B)(4) technology manufactured the 1.7mm cocr cable with ti crimp, 750mm ¿ sterile. There were three dhrs to review. One (1) dated february 11, 2014 for (B)(4) parts: released to the warehouse on (B)(6) 2014. One (1) dated february 13, 2014 for (B)(4) parts: released to the warehouse on (B)(6) 2014. One (1) dated march 21, 2014 for (B)(4) parts: released to the warehouse on (B)(6) 2014. All three lots were inspected and conformed to the final inspection sheet. No material record reports, non-conformance reports, or complaint-related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.7mm cable with titanium crimp appeared to be defective upon opening of the box on (B)(6) 2015. The reporter was uncertain if the event occurred intra-operatively and was also uncertain of the nature of the defect itself. No patient harm or surgical delay reported. A review of the returned device was completed (B)(6) 2015 indicating that the device was frayed and broken into two (2) pieces. This report is 1 of 1 for com-(B)(4).